Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that on (B)(6) 2021 patient had a total knee replacement surgery on the right side and patient said in early (B)(6) started to experience shocking in different places (in feet and thighs), intermittently. The patient said they went to the healthcare professional (hcp) office around (B)(6) and the pa or np checked the device and the patient was told that one of the "leads" were damaged and switched the patient to program 6 and that resolved the shocking. The patient said that this past tuesday, (B)(6) 2022 they had a spinal ablation procedure and said that they did place a grounding patch on lower left leg. The patient reported that since tuesday they were again experiencing the intermittent shocking again. The patient said that last night around 7:30 pm, they connected to the implant and turned the stimulator off. The patient said the setting was on program 6 at 2.2. The patient called the hcp office and patient was directed to call medtronic. When asked, the patient said that they didn't turn the stimulation off before any of the procedures, said that they informed hcp that they have an implant and brought the equipment with them. They assumed that they would turn stimulation off if needed. The patient said that yesterday was the first time that patient used the external devices to turn stimulation off. Patient services reviewed general programming guidance in decreasing setting on current program and then if needed to switch programs; however, since the patient was told that one of the electrodes was damaged, it was unknown which one is affected therefore recommended to call hcp office for additional programming direction regarding switching programs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va22an9, implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-sep-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.